Event description:
It was reported that the user experienced a prolonged high glucose episode while using the ilet with a contact detach infusion set on the abdomen and a dexcom g7, with the cgm indicating high and a confirmatory meter value of 367 mg/dl for about six hours; the user changed all supplies in the morning and again later in the day, observed no leakage, and, after coaching to prime and reconnect, was advised to allow the ilet to correct, after which glucose levels began to decline; the medical device problem and device component were recorded as insufficient information. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with no specific device component or malfunction identified beyond insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.